Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned shower bag could not confirm the reported water ingress, and a specific cause for the reported water ingress could not be conclusively determined through this evaluation. The shower bag was returned partially zipped with the buckle unsecured and the shoulder strap properly attached. Inspection of the bag was unremarkable and revealed no notable water staining, damage, or wear to any of the seams, zippers, or fabrics that could have contributed to a potential leak. The plastic buckle that secures the shower bag cover was free of damage. The bag was mounted in a sink and sprayed directly with water. Following the test, no visible water was observed inside the bag and the interior surfaces did not feel wet to the touch, and the reported event could not be reproduced during testing. No alarms were reported. The patient remains ongoing on left ventricular assist system support with no further related issues reported at this time. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU and patient handbook instruct the user to periodically inspect wear and carry accessories for damage or wear. These documents further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ the IFU and patient handbook also provide instructions on using and assembling the shower bag. The IFU further warns that the shower bag must dry completely between uses. After showering, the exterior of the bag should be wiped with a clean, dry towel, and the bag should be allowed to drip dry completely before being used again. The relevant sections of the device history records for the heartmate gogear shower bag, lot number 10870236, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the inside of the shower bag became damp and wet after showering, possibly due to insufficient waterproofing. Because the bag had been replaced as part of the regular exchange program in (B)(6) 2025 and was still relatively new, it was treated as an initial defect and a replacement was provided. The bag was replaced. No patient consequence was reported.